Event description:
Note: this report pertains to the first of two pinnacle devices implanted into the same patient. It was reported to boston scientific corporation that a pinnacle implant was implanted into the patient on (B)(6) 2012. Pinnacle implant was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; perineum pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the pinnacle implant under general anesthesia for the following purpose: perforated bowel.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.